Event description:
It was reported the right ventricular lead impedance measurement was high. The ventricular fibrillation detection and therapies were programmed off. Patient is refusing a lead revision procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (ICD) (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2002. (B)(4).